Event description:
It was reported that it was unknown exactly when the generator began to extrude from the chest; the believed cause for the extrusion was thought to be that the generator size was too large for the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient¿s device was extruding from the patient chest. The patient underwent prophylactic generator replacement surgery on (B)(6) 2015. No further information relevant to the event has been received to date.